Manufacturer narrative:
Weight, ethnicity, race: unk. This product is not marketed in the us. Significant reduction of irido-corneal angles. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7 vicmo 13.7 implantable collamer lens of -2.5 diopter was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem.